Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is pending. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old male patient was implanted with an impella cp device for mechanical circulatory support. The complainant reported that upon attempted implant of the impella cp pump, the cannula prolapsed on itself and the pigtail became entangled in the outflow of the device. It was noted that the issue occurred while attempting to advance the device across the aortic valve. As a result of the noted issue, the decision was made to abort the implant. There was no patient harm.

Manufacturer narrative:
The investigation into the delivery issues- use has been completed since the original report was filed. The pump was returned and evaluated. There was a kink in the cannula and the guidewire was twisted it was reported that while attempting to cross the av, wire access to the lv was lost. The root cause of the delivery issues is most likely due to use as the cannula was kinked and guidewire was twisted/unraveling. In accordance with updated procedures, sections d6, d9, and h10 have been revised from the initial submission.